Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that two gription tf surgical instrument became cold welded together during this patient's primary hip arthroplasty surgery. Both a rasping strike plate and an augment finishing rasp were attached to an augment rasping handle, and the instruments were then used in the patient's surgical procedure. After the surgery had been completed, the strike plate could not be physically separated from the rasping handle by the scrub tech nor the sales rep. The two instruments were therefore sent to sterile processing still attached to one another for cleaning. The loaner instruments, which included the strike plate and rasping handle, were returned to the distributor's warehouse, where members of the warehouse staff attempted to separate the two instruments. They too were unable to separated the instruments, so replacement instruments are now needed to complete the loaner tray.